Manufacturer narrative:
B4:20sep2021. It has been identified that MFR report#: 2031642-2021-03152 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04423 has been identified to be the duplicate and should be nulled.

Manufacturer narrative:
Date of this report: 26jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device is displaying backup alarm error 1104 message. The customer reported there was no patient involvement at the time the issue was discovered.